Event description:
On (B)(6) 2020, a customer in (B)(6) notified biomérieux that they obtained discordant results when using the product vidas® estradiol ii (e2) ref. 30431( lot: 1007754160- expiry date: 17-nov-2020). The customer reported that vidas estradiol results were not correlated with patient clinical and results from alternative method. The customer reported that the patient hn.8684 was tested in estradiol with vidas e2 by minividas on (B)(6) 2020 and the first result (9:45 am (B)(6) 2020) was 277.82 pg/ml. Then the physician confirmed with ultrasound, but no egg was found in the ovary. So, the customer retested the same sample with vidas e2 (11:38 am (B)(6) 2020) and the result was 223.36 pg/ml. The customer performed a new calibration on (B)(6) 2020 (15:08) and it was conform as follows: s1 = 3117 ¿ 3191 - 3129 control 1 = 157.50 pg/ml the customer repeated the test with the same sample a third time using the new calibration, and the result was (16:18 pm (B)(6) 2020) 269.22 pg/ml. All of the vidas e2 results from this patient were the same level and did not correlate with the ultrasound. Moreover, the customer repeated the test on immulite 1000 and the result was 44.3 pg/ml (test time 13:00 pm , (B)(6) 2020). The customer sent this sample to test with architect from abbott and the result obtained was 48.3 pg/ml (test time 10.58 am, (B)(6) 2020). On (B)(6) 2020, the field application specialist (fas) from biomérieux went on customer site and performed qcv testing. All qcv results passed (within expected range). The fas re-centrifuged the sample tube with speed 3000 rpm, 20 minutes, repeated the vidas e2ii test and the result was 266.07 pg/ml (test time 14:54 pm (B)(6) 2020 ). To be noted, the patient is a (B)(6), and she has not been treated with any hormone yet. She was an ivf lab walk-in patient to check her hormone; she was just three days after menstruation cycle. There is no indication or report from the laboratory or physician that this incident led to any adverse event related to the patient's state of health. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01.

Manufacturer narrative:
An internal biomérieux investigation was performed following a customer in thailand reporting to biomérieux that they obtained discordant results when using the product vidas estradiol ii 60 tests ref. (B)(4). (Lot: 1007754160- expiry date: 17-nov-2020). Batch history records were reviewed. There was no evidence found of anomalies during the manufacturing, control, or packaging processes for vidas® estradiol ii ref (B)(4), lot 1007754160/201117-0. Control chart were analyzed for several internal sera of different levels (targets between 38.18 to 2105 pg/ml) on six (6) batches of vidas estradiol ii including the customer batch. The batch vidas estradiol ii 1007754160/201117-0 complies with the expected standards and is in the trend of the other batches. The complaints laboratory tested six (6) internal samples (targets between 38.18 to 2105 pg/mlon the retain kit vidas® estradiol ii 1007754160/201117-0. All samples results are within their expected specifications and similar to those observed before the batch release. Results did not show any result drifting over time for this lot. Conclusion no anomaly was highlighted with the control chart analysis and the analysis of quality data for vidas estradiol ii ref (B)(4); lot 1007754160/201117-0. According to all the data above, vidas estradiol ii reference 30431 lot 1007754160/201117-0 is within the expected performance. The most likely root cause to customer's issue may be linked to an interference in the patient sample. Limitations of the method: do not use the vidas® estradiol ii assay to measure estradiol levels in patients undergoing fulvestrant therapy. Interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's history, and the results of any other tests performed. Unfortunately, without returned samples, no further investigational testing is possible.